Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real time insulin infusion pump, which is marketed in the united states. Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the vibrate feature on the insulin pump was not working. Self test was performed and the insulin pump did not vibrate. Customer's blood glucose reading at the time of the call was 12.2 mmol/l. No further info reported.